Manufacturer narrative:
Exact date unknown, event occurred a long time ago.

Event description:
It was reported that the patient was no longer worked for the patient. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.